Event description:
A doctor called in to state the clamp on the double lumen cannula does not close sufficiently making it impossible to collect a urine sample.

Manufacturer narrative:
Based on the information the event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on october 29, 2013.